Event description:
The complainant reported that a patient was on impella cp support and it was noted that post repositioning the impella, the patient had less ectopy. It was also reported that there was multiple impella motor stop alarms detected. Attempts to restart were unsuccessful. The impella cp was replaced with an impella 5.5 and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk: percutaneous coronary intervention: section: using the automated impella controller with the impella catheter: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock: section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk: percutaneous coronary intervention: section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the ectopy and the pump stop has been completed. Data logs were reviewed and as reported, the pump stopped. Leading up to the event, the only abnormality was a slight trend up in the purge pressure, but not to the level that would trigger alarms. Then, there was a sudden spike in the motor current to 1400 ma that remained elevated, and high motor current pump stop alarm was triggered. The pump attempted to restart a number of times, but was not able. The pump was on the 10th day of use, and per design trace matrix, the impella cp's design life is eight days. The returned product was investigated and a purge gap was large and filled with biomaterial. Considering there were no signs of biomaterial ingestion in the logs and the pump was used beyond the design life, the purge gap was most likely growing due to bearing wear, which caused the sudden spike in motor current. As the purge gap grew, it allowed for biomaterial to accumulate as a result. Based on data logs and returned product the root cause of the pump stop was determined to most likely be bearing wear. The root cause of the ectopy could not be determined without additional information. D.9 date device returned/information was added.